Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "seal leak".

Event description:
Healthcare professional reported right side "odd expander issue today expander deflated in the office and assumed problem with access needle but appears to be leaking at junction between reinforced area and non reinforced area. Maybe a seal leak?" Device has been explanted and replaced.